Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all keypad buttons reportedly under responsive with moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. During testing, all keypad buttons responded appropriately to button presses. The keypad was removed and no damage or contamination was observed under the button contacts. No evidence of moisture corrosion was observed in the battery compartment. A leak test was performed and showed no leaks in the pump. The pump cover was removed and no moisture ingress was found to the printed circuit board. The complaint of a keypad button response issue and moisture in the pump was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.